Event description:
The customer reported that table was not having any functionality, and after turning the column off twice and doing one reset still no functionality was obtained. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure could be confirmed during the inspection. Only the functions from the column where available, the tabletop was not functioning. The cause for the loss of the functionality was traced to the wedges which were no longer fully locking the tabletop into place. There were traces of dried fluids on the wedges, which caused the mechanism to get stuck. As a result, the column no longer recognized the tabletop correctly and therefore the tabletop functions were no longer available. To resolve the problem, the technician replaced the wedges of the carbon tabletop. After repair, the device was working as designed. Based on this, no further actions are required.

Manufacturer narrative:
Baxter is in the process of inspecting the tru system 7500 table. There was no allegation of patient or caregiver injury or death reported from this alleged incident. Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that table was not having any functionality, and after turning the column off twice and doing one reset still no functionality was obtained. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).